Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted as the recipient reportedly experienced poor performance. In-situ testing showed short circuit electrodes since implantation. The device passed all electrical tests confirming correct device function. The cause of the reported short circuit electrodes could not be determined as the electrode array was not returned.